Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the one-way valve leaked during operation. The customer also reported that because it cannot be changed during operation, the valve was clamped to prevent air leakage. It was then indicated that after the operation, the air bag was tested and it was broken, so it proved that the valve was the source of the air leakage. The customer also stated the is no reported patient outcome.